Event description:
During a procedure, the endopath stapler misfired. There was no patient harm. Manufacturer response for stapler, endopath ets-flex 45 (per site reporter): previously reported issue that is reoccurring.